Manufacturer narrative:
H11: corrected / updated information in b1, b2, b3, b5, d10, g2, h1 and h6 (health effect - clinical code, health effect - impact code & medical device problem code). H11: there is not currently sufficient information to confirm this incident meets reporting criteria per applicable regulations, however, this report is being conservatively submitted to comply with manufacturer reporting obligations until further investigation into the incident is completed.

Event description:
It was reported that four years ago, a left knee refixation of an inner meniscus tear was performed, during which three (3) fast-fix 360 devices were placed. The patient suspects that one or more anchors may have been incorrectly placed, which is reportedly causing a sensation of friction between an anchor and the tibia, in the tendon insertion area. The patient suggests the possibility of abnormal healing or tendon displacement ("bouncing tendon") as a result of the anchor. There is no further information at this time.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that four years ago, a left knee refixation of an inner meniscus tear was performed, during which three (3) fast-fix 360 devices were placed with no surgical delay. It is suspected that one or more anchors may have been incorrectly placed, causing a sensation of friction between an anchor and the tibia in the tendon insertion area. The patient suggests the possibility of abnormal healing or tendon displacement ("bouncing tendon") as a result of the anchor. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined duet o the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated.